Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that foreign material was stuck in the brush passage and the brush could not be inserted in the forceps channel. Other observations for the device are: distal end plastic cover has minor scratches; control knob has play; peeling of cement of light guide (lg) lens and objective lens; distal end rubber coating (a-rubber) has degradation; a-rubber glue has cracks and is white; lg tube has scratches and blisters; and plug unit and scope connector have scratches. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during reprocessing there was a swab stuck inside the device. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
Additional information has been received from the customer. Correction is being made to e3. This supplemental report is being submitted to provide this information. The swab was stuck in the device during cleaning while reprocessing. Customer confirmed there was no patient involvement.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. It was confirmed that the swab was stuck in the device during reprocessing and the device was not used after this event. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.